Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Tandem technical support attempted to follow up with customer to obtain more information, but was unsuccessful. Customer¿s blood glucose level was 248 mg/dl.